Event description:
It was reported that during a "ptci" procedure on an acute mi pt, the pixel was advanced to the cx lesion in a direct stenting attempt. After successful deployment of the stent, the delivery system was removed and the tip of the catheter was noted to be missing. The tip was found on the guide wire. There was no pt injury reported.